Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 (mg/dl). A correction bolus was delivered to address bg levels. During troubleshooting with tandem technical support, an air bubble was noted in the luer lock. Recommendation was made to change supplies.